Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the nagare sheath was used to direct a safari wire towards the right ventricle. After approximately 15 minutes, the doctor noticed that the sheath was not steering properly and decided to remove the sheath. The sheath was removed over the same wire in the right ventricle. After this, the doctor noticed a foreign body floating in the right ventricle and embolized to the pulmonary artery. The foreign body which was the broken tip of the sheath was snared and removed from the patient without any complications. The original procedure was resumed and another nagare was used without any complications. Patient was in stable condition. The procedure outcome was successful after new the nagare device used. Additional information was received on 20december 2021: the procedure performed was a tricuspid valve implementation. There was no blood loss. Additional information was received on 06january2022: a safari wire at approximately 45-60 degrees was inserted through the nagare while the tip was deflected. There were no other devices used outside the nagare that could have caused the damage to the steering or the tip.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information to section b5.

Event description:
Additional information was received on 24 feb 2022: it was reported that there was no known resistance met, but there was recognition that the sheath was not steering in the proper direction when the incident occurred. The tricuspid valve is an evoque tricuspid device. Information cannot be confirmed whether this was an "off-label use".

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The nagare steerable sheath (fg1_008) ss8fmb74 from lot 0000052108, the subject unit for the complaint (B)(4), was not returned to terumo/tmc for evaluation thus sample assessment is not possible. A set of images of the complaint unit were collected at the case, and then provided after follow-up question. On january 5th engineering requested additional information about the procedure performed and the technologists that were present at the case responded to p. Gencarelli tis sales soon after and reported this was a study case for a tricuspid valve implantation. There were two attempts to perform the study; there was no change from the procedure in attempt one to attempt two, and there was no avoidance of any step. The sheath and dilator were accidentally discarded by staff. A safari wire was inserted one time and the sheath was deflected approximately 60 degrees. There were no other devices used inside or outside the nagare that could have caused the damage to the steering or the tip. The images shown in the report were taken post removal. Since the complaint unit was not returned and could not be investigated, engineering used the images and responses provided to perform the investigation to the best of ability recognizing a lower confidence than if the actual complaint unit was physically available for evaluation at terumo. The images show a detached tip and separated inner and outer shaft with the handle mechanism deflected in the ccw direction, the outer shaft retracted, and the inner shaft exposed with protruding braid wires. From the images it appears that the inner shaft ptfe liner is not visible, and it is likely tucked inside the inner shaft. The soft tip likely contains natural inner shaft jacket material still attached and plasticly deformed and torn from the distal portion of the inner shaft. The separated bond between the inner and outer shaft appears it was performed from evidence of the inner shaft distal end braid wire termination is disturbed and wires are protruding out. There is evidence of the tip bond attachment to the inner shaft from torn inner shaft jacket material attached, but the break from the tip to the outer shaft presents clean and defined edges. The tip and outer shaft do not present ragged edges or strained materials as might be found if the tip was more firmly bonded. The evidence shows the bond joints between the inner shaft, the outer shaft, and the soft tip were performed, but these joints separated during use thus it's likely the joint performance was reduced. There is no conclusive evidence for the location of the inner shaft ptfe liner nor is there evidence of the location of the outer shaft ptfe liner. No other evidence was provided of damage to the sheath tip, deflection section, or any other device involved in this complaint. The complaint was received for loss of steering and detached tip. The complaint unit was not returned for investigation, but images and responses to questions were provided and used to investigate probable root cause. A risk assessment was conducted on current risk files and proposed changes to the risk files for occurrence and risk will be completed per ncr1607. The risks related to the failures in this complaint are controlled to acceptable level r1. No new failure mode was introduced due to the reported event of this complaint. The device history record was reviewed for potential cause or contributing factors: the operator training was complete to released procedures; equipment was calibrated, functional, and maintained; materials were accepted and within expiration; there were no ncrs recorded that could contribute to the cause of the complaint; there were no factors identified in the DHR that contributed to the cause of the complaint. This is the first complaint for inner to outer shaft bond failure and for soft tip detachment. The evidence does not support misuse or use error contributing to the cause of the complaint and the IFU has sufficient caution, precaution, and instructions for the safe and reliable use of the steerable sheath (fg1_008). There is significant evidence to support the design is robust and reliable. There is no evidence to indicate a fault with the inner to outer shaft bond or the soft tip design. The manufacturing process includes 100% inspections and measurements for deflection performance. The manufacturing process includes aql 2.5 c=0 requirement per final quality testing (qi1_003) for destructive soft tip tensile testing. Engineering considers the 100% inspections and the lot release testing from final quality testing (qi1_003) are adequate controls to identify steering performance and soft tip failures. From the information available at this time, the cause(s) of the failure is undetermined. Ncr1607 has been initiated to evaluate and provide objective evidence of product safety and efficacy.